Manufacturer narrative:
Testing and investigation found that the device touchscreen responded when pressed; however, the key alignment was off. Testing found contamination on the bottom of the touchscreen connectors. This was due to fluid ingress which altered the touch screen characteristics. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, the device touchscreen would not calibrate. No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.